Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have urine leakage like a "waterfall" and need assistance in increasing. Information was reviewed and the patient successfully increased stimulation to comfortable level. The patient will monitor symptoms now that change was made and will follow up with their healthcare professional (hcp) if it doesn't resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they needed to do something to slow the urine. They had to wear a toilet paper pad on top of a pad. Yesterday they had a 'water fall'. The patient said that the device helped for a while then stopped helping in the middle of 2019. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that it seems the charge ran down. They also stated that they now felt flutter frequently although they were still having heavy leakage during the day. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks they need to be "stimulated" again, but they don't remember how to do it. They added that the device kind of quit working, they don't feel stimulation currently, they are still wetting themselves during the day, and they get up twice in the night to find they are semi-dry. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased; the patient felt stimulation in the correct area. The patient then added that the stimulation sensation went away. It was reviewed that it might be normal for some patients to not feel stimulation provided they still see symptom relief. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was also reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.